Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot did not identify an increase in complaint activity. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot and customer reported event. The overall performance of the alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative population for the complaint lot are within the established limits. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 53604ud00 was identified.

Event description:
The customer stated that a false positive alinity I total b-hcg result of 457.18 iu/l was generated for a patient sample. The same sample was retested and results ranged from 170 to 181 iu/l (positive). Repeat testing was performed the following day on a different unopened sample tube from the same patient and the result was negative at <2.30 iu/l. No issues were identified with the alinity I processing module. Contamination of the initial sample is suspected. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p51-30, that has a similar product distributed in the us, list number 07p51-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive alinity I total b-hcg result of 457.18 iu/l was generated for a patient sample. The same sample was retested and results ranged from 170 to 181 iu/l (positive). Repeat testing was performed the following day on a different unopened sample tube from the same patient and the result was negative at <2.30 iu/l. No issues were identified with the alinity I processing module. Contamination of the initial sample is suspected. No impact to patient management was reported.